Event description:
On (B)(6) 2010, the pt reported that at the end of (B)(6) 2009, he had leaking at his infusion site location. He stated he thinks the "needle wasn't in the right position" but could not remember any details. Site rotation and management were reviewed with the pt. He stated he has had no further issues with this concern since november. He discarded the infusion set at issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.